Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely depressed creatinine_2 (crea_2) results were obtained on two patient samples on an atellica ch 930 analyzer. Quality control (qc) was within the range on the day of the event. The customer observed an error alert on the day of event indicating photometer lamp intensity was out of range on the wavelength. The customer replaced the source lamp. Siemens is evaluating the event.

Event description:
The customer reported that falsely depressed creatinine_2 (crea_2) results were obtained on two patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the original analyzer after replacing the source lamp. The repeat results recovered higher than the erroneous results and were consistent with the patient¿s past results. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed crea_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00168 on 24-jun-2025. Additional information (01-jul-2025): siemens reviewed the instrument data and did not observe any photometer related errors when creatinine_2 (crea_2) quality control (qc) was processed on the day of the event. Siemens evaluated the event and determined that the malfunctioned photometer source lamp potentially contributed to the falsely depressed crea_2 results. The issue was resolved with routine troubleshooting, including replacement of the photometer source lamp as described in the initial report. The investigation findings and investigation conclusions codes of section h6 were updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this device is required.